Event description:
From staff: prepping needle for biopsy. Biopsy needle stated an error "retest headpiece", reconnected and didn't work. Faulty needle tubing or wire connection, new needle worked fine.